Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a chipped adhesive on the bending section cover, water couldn't be supplied due to a clogged jet tube in the control unit, a buckled connecting tube, and the bending angle in the up direction did not meet the standard value due to the wear of angle wire. Additionally, the following components were found discolored: the control unit, scope cover, grip, switch box, right/left knob, upward/downward angulation control knob, and the free engage knob. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the refurbished gastrointestinal videoscope needed a renewed grip unit and turning wheels and there were grayish traces on the grip unit. The issue was found during receipt inspection. The device was returned for evaluation. During the device evaluation, foreign material in the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.